Event description:
In 2005, a pt fell while being raised in a sabina ii patient lift/hoist. According to the facility, the resident was being lifted from seated position when the left came down quickly on its own and the resident slipped out of the sling and fell to the ground. The pt was examined and was found to have a broken knee cap and hurt shoulder. The equipment was taken out of service and will be returned to liko inc for analysis.

Event description:
In february 2006 lift was load tested at liko inc and no fault was found. Incident as described by the facility could not be duplicated.